Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 6,048 units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 used broken needle in the attachment area. On the used sample sent back by the hospital one part is missing: channel end with thread. Without this missing part is difficult to prove than the breakage come from the handling. However, by pictures we can see some marks near the broken area and the breakage is located exactly at the bottom of hole. The sample sent back by the hospital (used needle), is conform in term of bending performance and ductility performance. Bending test result is 27.63 nxcm and fulfills the specifications of minimum 23.5 nxcm. Bending test results of needles before releasing the product were 26.82 nxcm. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reports that needle broke in the uterus when suturing. The doctor had to reopen the incision in the uterus to retrieve the needle. The needle was recovered. Type of surgery: cesarean section surgery was prolonged for more than 15 minutes.